Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing noted on the ventricular electrogram (egm) and high count of sequential biventricular pacing episodes. It was also reported that during use of the atrial lead oversensing noted on the atrial egm, and noise was reproducible on the atrial channel with provocation maneuvers. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.